Event description:
It was reported that there was a ¿possible, slight¿ lead migration noted. It was stated the lead had moved forward. This was observed on (B)(6) 2013 when the doctor compared baseline sacral x-rays to the (B)(6) 2012 (12 month) images. There were no outward signs or symptoms. No decreases in efficacy were noted. It was indicated that no actions were taken. The patient was to be evaluated at the 24 month follow up. The outcome was reported as ongoing.

Manufacturer narrative:
Continuation: product ID 3037, serial# (B)(4): product type programmer; patient product ID 3 889-28, lot# v589285, implanted: (B)(6) 2010, product type lead. (B)(4).